Manufacturer narrative:
Device evaluation was not performed by the manufacturer, however was performed by the dealer. The dealer performed three service calls and on each call, the scooter performed per design and the user was instructed on the proper use of the scooter. The event was not a product problem and determined to be user error.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.a follow up report will be submitted upon completion of investigation.

Event description:
The customer alleges he was making a 90 degree turn from sidewalk to sidewalk and tried to slow down; the scooter didn't and he lost control and fell on left hip. The customer required x rays and hospitalization.

Event description:
The customer alleges he was making a 90 degree turn from sidewalk to sidewalk and tried to slow down; the scooter didn't and he lost control and fell on left hip. The customer required x rays and hospitalization.